Event description:
Customer reported taking medication at 9 pm. Device readings kept getting higher and customer was giving themselves higher doses to adjust for the readings. Device result values not provided. Customer was found in a seizure and was rushed to the hospital at 1 am. Hospital tested customer however the value was not provided. Customer was given medication and a shot. Customer is pregnant. No controls were used. A request was made for return product and replacement product was sent.